Event description:
It was reported that at 0517 hours, the patient experienced an episode of ventricular fibrillation where the ics did not generate any form of alarm. Instead. It generated an alarm for pause which cannot be seen or heard if you are not present at the ics. Nursing staff on duty were at the time looking through his full disclosure waveforms since the patient had experienced several episodes of ventricular fibrillation during the night. The actual arrhythmia lasted for 20 seconds until a successful defibrillation was carried out. All ECG leads were firmly in place and there were no issues with signal quality. At 0909 hours, an episode with a 10 second self-terminating vt occurred but did not trigger any alarm at all and was again discovered when nursing staff was looking through the patient's full disclosure waveforms. There was no patient injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow up report will be submitted as soon as the investigation has been completed.